Event description:
Customer reportedly received result of 137 mg/dl on the aviva system and 69 mg/dl on a professional's meter within 10 minutes. No action taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.